Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed, de novo lesion in the left anterior descending (lad)artery. A 2.75x28mm xience prime drug eluting stent (des) was being implanted at the target lesion, however a balloon rupture occurred. The balloon was inflated three times to 10 atmospheres (atm) when the balloon ruptured. The stent delivery system was removed, and an nc balloon was used to complete dilatation of the stent and successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed, de novo lesion in the left anterior descending (lad)artery. A 2.75x28mm xience prime drug eluting stent (des) was being implanted at the target lesion, however a balloon rupture occurred. The balloon was inflated three times to 10 atmospheres (atm) when the balloon ruptured. The stent delivery system was removed, and an nc balloon was used to complete dilatation of the stent and successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.